Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's aunt reported death. Caller stated that the customer had gangrene in both legs, which were going to be amputated. Customer refused dialysis. The last blood glucose reading was 700 mg/dl. Customer was in hospice for 7-8 days. The cause of death was gangrene and diabetes. Customer was not wearing the insulin pump at the time of death. Customer had not worn the insulin pump for two months. Nothing further reported.